Event description:
It was reported that the patient presented in the hospital for device changeout due to normal eri; fluoroscopy revealed externalized conductors. All electrical measure- ments were normal. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.